Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device seems to gradually inflate over time and when the patient tries to deflate the device it does not completely empty. The patient stated that when he can get it almost 100% deflated, it works better but not perfect.

Event description:
According to the available information, the patient is still having trouble with auto inflation. The patient mentioned that the device still inflates on its own, especially when he is sleeping.

Manufacturer narrative:
B3, d6a: estimated date. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.